Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis event. However, there is no allegation or objective evidence that a liberty select cycler/ fmc cassette malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of the bacterium staphylococcus epidermis which is known to reside on human skin. Therefore, the patient¿s peritonitis can be reasonably associated with touch contamination, as reported by the pd nurse. Touch contamination is a well known risk factor for peritonitis is not an uncommon source of infection in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient initially reported experiencing a drain complication in drain 0 of pd treatment and mentioning she was empty as she had been in the outpatient pd clinic earlier in the day and had her pd effluent drained manually for a procedure. The indication of a procedure prompted a follow up with the clinic. Upon follow-up with the patient¿s pd registered nurse (pdrn) it was reported that the patient was previously diagnosed with peritonitis on (B)(6) 2020. On that date the patient had a pd culture obtained which yielded growth of staphylococcus epidermis and elevated white blood cell (wbc) count of 9,226. The patient was treated with vancomycin 1 gram intra-peritoneal (ip) every 3 days for 3 weeks on an outpatient basis; the patient did not require hospitalization. The pdrn indicated the procedure referenced in the call to customer support was a repeat pd culture (obtained on (B)(6) 2020). Per the pdrn, the repeat pd culture showed a decrease in the wbc to 194 and the patient is recovering from the peritonitis event. The pdrn reported that the patient did not have any product related issues that caused or contributed to the peritonitis event. The source of the infection was attributed to touch contamination, per the pdrn. Reportedly, the patient continues pd therapy without further issues.